Event description:
Patient with a history of coronary artery disease and coronary artery bypass graft was admitted for a scheduled heart catheterization. The imaging from the opticross 6 coronary imaging catheter was blurry and dark, intermittently and made the procedure difficult. No known harm to patient.